Event description:
Event #1 [redacted date]: after placement into the patient, the mapping catheter stopped flushing. The catheter was removed and replaced without incident or harm to the patient. Clinical site notified manufacturer rep directly. Lot 31006173l. Event #2 [redacted date]: after placement into the patient, the mapping catheter irrigations malfunctioned. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly. Lot 31005630l. Manufacturer response for high density mapping catheter, pentaray nav eco high density mapping catheter (per site reporter), clinical site notified manufacturer rep directly.